Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the ok keypad button is intermittently responsive. It was observed that the ok button still clicks and springs back when pressed. There was evidence of keypad contamination found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the ok keypad button became intermittently unresponsive yesterday. She stated that the ok button requires multiple presses, and needs to be pressed with a fingernail to obtain a response. The family member noted that the ok button feels abnormal, but all other keypad buttons are functioning as expected. She confirmed that the rubber keypad is intact; denied exposing the pump to water; and stated that the patient wear the pump in a waist belt.